Event description:
Blood vessel and lung was damaged and perforated. This incident was found just after the procedure. The hosp considers that the blood vessel was perforated by the catheter, but co considers the perforation by misuse of the dilator. Pt injury indicated. No other info provided.